Event description:
When the biopsy needle was in the patient at the 5:00 position, the needle quit working. All the cords to the unit were checked. Replaced needle, and the second needle was not working properly. It would not go forward or in reverse. Unable to remove needle from biopsy gun. Replaced biopsy gun with a new needle, and continued on with the biopsy. Patient was assessed by nurse after the procedure.====================== manufacturer response for stereotatic probe, stereotactic probe======================investigating.